Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d4. Correction: h6 (annex e and annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The customer responded to cook's request for additional information on 21aug2024, stating that the lot numbers, event dates, and patient demographics are unknown or cannot be provided. Additionally, it was reported that there were no adverse effects for the patients and that the procedures were completed with another ncompass nitinol tipless stone extractor as needed.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy with a laser lithotripsy, approximately five encompass nitinol tipless stone extractor baskets have been breaking at the handle juncture. The user stated the basket handle was held in a straight position. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation as reported, during a ureteroscopy with a laser lithotripsy, approximately five ncompass nitinol tipless stone extractor baskets have been breaking at the handle juncture. The user stated the basket handle was held in a straight position. The customer responded to cook's request for additional information, stating that the lot numbers, event dates, and patient demographics are unknown or cannot be provided. Additionally, it was reported that there were no adverse effects for the patients and that the procedures were completed with another ncompass nitinol tipless stone extractor as needed. Reviews of the manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook completed a review of the DHR or historical complaints for the lot as the affected lots were not provided. Because there were no related non-conformances, adequate inspection activities had been established, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.